Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 50707096, a33685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope removed, novasure device introduced/novasure endometrial ablation." On (B)(6) 2013. The patient's past medical history included uterine bleeding. Concurrent conditions included endometritis. Concomitant products included doxycycline for endometritis. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches/migraines/headaches,"), dyspareunia ("painful intercourse/dyspareunia,"), the first episode of vaginal discharge ("irregular vaginal discharge"), fungal infection ("infection (yeast),"), headache ("migraines/headaches,") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2016 total hysterectomy ¿ uterus and cervix removed,bilateral salpingectomy.) And surgery ((B)(6) 2016 total hysterectomy ¿ uterus and cervix removed,bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain and dyspareunia had resolved, the pelvic pain and migraine was resolving and the fungal infection, headache and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fungal infection, headache, migraine, pelvic pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: anteverted uterus. Left ostia identified, essure deployed; right deployed in the same manner . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: ; in (B)(6) 2013: fallopian tubes were bilaterally patent; in (B)(6) 2013: fallopian tubes were bilaterally patent. (B)(6) 2016, CT abd pelvis: findings: two curvilinear metallic structures arising from both sides of the uterine fundus compatible with fallopian tubal occlusion devices. Impression: right ovarian follicular cyst. Retrocecal appendix is normal. No acute abnormality. (B)(6) 2016, pelvic ultrasound/transvaginal ultrasound. Impression: mixed echogenicity in endometrial cavity consistent with prior endometrial ablation. Few tiny cervical nabothian cysts. Small partially crenated cyst on right ovary. (B)(6)2016, abdomen and pelvic CT: new very small right pleural effusion, trace free fluid in pelvis. (B)(6) 2017, us pelvis: prior hysterectomy. No ultrasound evidence of acute appendicitis. 1.3cm cyst on right ovary. No free fluid in pelvis. (B)(6) 2014: hysterosalpingogram. Impression: patent right fallopian tube. Obstructed left fallopian tube. Normal uterine cavity with essure coils appearing in good position. (Per mr most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as infection (yeast), migraines/headaches, pain, vaginal discharge. Lot number added. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope removed, novasure device introduced/novasure endometrial ablation." On (B)(6) 2013. The patient's past medical history included uterine bleeding. Concurrent conditions included endometritis. Concomitant products included doxycycline for endometritis as well as para-seltzer (excedrin aspirin free). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine headaches/migraines/headaches,"), the first episode of vaginal discharge ("irregular vaginal discharge"), fungal infection ("infection (yeast),") and headache ("migraines/headaches,"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2016 total hysterectomy ¿ uterus and cervix removed,bilateral salpingectomy.) And surgery ((B)(6) 2016 total hysterectomy ¿ uterus and cervix removed,bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain and dyspareunia had resolved, the pelvic pain and migraine was resolving and the fungal infection, headache and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fungal infection, headache, migraine, pelvic pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: anteverted uterus. Left ostia identified, essure deployed; right deployed in the same manner diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ; in (B)(6) 2013: fallopian tubes were bilaterally patent; in (B)(6) 2013: fallopian tubes were bilaterally patent (B)(6) 2016, CT abd pelvis: findings: two curvilinear metallic structures arising from both sides of the uterine fundus compatible with fallopian tubal occlusion devices. Impression: right ovarian follicular cyst. Retrocecal appendix is normal. No acute abnormality. (B)(6) 2016, pelvic ultrasound/transvaginal ultrasound impression: mixed echogenicity in endometrial cavity consistent with prior endometrial ablation. Few tiny cervical nabothian cysts. Small partially crenated cyst on right ovary. (B)(6) 2016, abdomen and pelvic CT: new very small right pleural effusion, trace free fluid in pelvis. (B)(6) 2017, us pelvis: prior hysterectomy. No ultrasound evidence of acute appendicitis. 1.3cm cyst on right ovary. No free fluid in pelvis. (B)(6) 2014: hysterosalpingogram impression: patent right fallopian tube. Obstructed left fallopian tube. Normal uterine cavity with essure coils appearing in good position. (Per mr the lot no.a33685 reported in dev@com and arugus is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (removal of essure, partial hysterectomy with bilateral salpingectomy were performed in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, migraine, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally patent; in (B)(6) 2013: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.